Manufacturer narrative:
(B)(4). Correction: device not returning. The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause could not be determined for the reported difficulty. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile, unused starclose se devices were received and tested. The devices were successfully deployed with no malfunction.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional heart catheterization. Reportedly, when deploying the thumb advancer, the starclose se sheath looked like it was tearing. The safety release was used to remove the starclose se. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the device. No additional information was provided.